Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure the size 13 broach nipple sheered off durring removal, causing the broach to be stuck in the femoral canal causing an hour delay.

Manufacturer narrative:
This follow up was created because the complaint has been reassessed and determined to be not reportable due to djo/enovis is not the manufacturer.